Manufacturer narrative:
A device history record (DHR) review could not be performed since the lot number provided is incorrect. The investigation on the samples could not be performed either since no samples returned. Based on investigation, the defect and the root cause could not be determined. Possible cause may be the syringe was connected to the connectors by an excessive twisting force by using, so no corrective and preventive actions will be taken at this time. This complaint will be closed as unconfirmed at this time. If additional information is obtained, this file may be re-opened for further investigation.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the tips are breaking off the syringes.